Event description:
Procedure: wedge resection. Patient sex: unk. Reportedly, as the surgeon fired the device a cracking sound was heard (which indicates the tissue may be to thick) but the surgeon continuted firing. After that, some staples at the tip of staple line were observed to be improperly placed. The surgeon proceeded to fire another cartridge to reinforce it. After surgery, an x-ray showed the component from the staple cartridge was in the surgical cavity. The thoracic cavity was re-opened and the piece was retrieved.